Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was explanted due to several inappropriate shocks. No additional adverse patient effects were reported. The system will not be returned.